Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set underinfused. During an infusion via a pump with an unspecified amount of normal saline and gravol, the secondary set was not infusing completely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Clear passage and under water pressure test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.